Event description:
During an in-clinic follow-up, undersensing episodes were observed on the right ventricular (rv) lead. A defibrillation test (dft) was performed and the results were satisfactory. No additional intervention has been performed. The patient is stable and will continue to be monitored.